Event description:
Patient was revised to address loosening of the femoral and tibial components.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records were not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported event; however, provided info stated lack of bony ingrowth was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Should additional info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.